Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter display cracked. The medical surveillance specialist (mss) spoke with the lay user/patient on july 9, 2010 and obtained the following information: the patient tests four times a day and manages her diabetes with 500 mg of metformin (taken at night). The patient confirmed that the alleged issue began on (B)(6) 2010 at 2pm. The patient corrected and clarified she continued with her usual diabetes regimen and specified she was careful with what she consumed; however, on the morning of (B)(6) 2010 (time not known) the patient claimed she felt very sleepy and was excessively thirsty (symptoms she associated with high blood glucose). The patient does not recall if she administered any treatment after the symptoms occurred. The patient denied testing her blood glucose with another device. At the time of troubleshooting, the customer service representative verified that the subject meter was not misused. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hyperglycemia after the alleged issue began.